Manufacturer narrative:
(B)(4). Additional information: photographic evidence conclusion: based on the photographic evidence of the subject ple60a device the photographs do not provide enough evidence relative to what may have caused the issue. Hands on analysis of the device may provide the additional evidence needed to determine the cause of the complication. Device analysis: the analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge reload present. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve procedure, the staple line was malformed. There was an opening on one side. The staples were not formed on one side. A new device was pulled and used to complete the procedure. It is unknown which firing the event occurred or if the device had been fired near an existing staple line. No buttressing material was used. There was no patient impact.

Manufacturer narrative:
(B)(4).